Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that cxps component required a reboot. The technician rebooted the cxps component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors connected to their hexavue custom room rack were not displaying images. No report of injury.